Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on november 24, 2015. Upon further investigation of the reported event, the following information is new and/or changed: (indication that the device is available for evaluation. (Date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to device evaluation). (Device evaluated by manufacturer). (B)(4). The actual sample was visually inspected upon receipt, during which it was confirmed that a tear or hole was present in the tyvek portion of the breather bag. No other damages were noted on the device. The hole in the bag lined up with a yellow non-vented cap located on the top of the reservoir lid. A review of the device history record revealed no anomalies. All units are 100% visually inspected during sealing and packaging. Due to the location of the hole, it is likely that the product was subjected to an external force during shipping and handling, causing the yellow non-vented cap to tear through the tyvek in the breather bag; however, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and/or more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, there was a hole in the packaging of the fx25 oxygenator. The hole was discovered in the paper peel part of the packaging. The user did not use the device due to compromised sterility. No patient involvement as this occurred during setup. The product was changed out. Surgery was completed successfully without delay.